Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the er320 clips were not forming properly, or loading properly. The hospital staff thinks it only contained 6 clips instead of 20. There was no consequences to the pt.